Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery (rca). The lesion was pre-dilated with an unspecified balloon and the then the physician attempted to advance a veriflex 2.75x32mm stent across the lesion but was unsuccessful. The stent delivery system was removed from the patient and it was noticed a stent strut was flared. The procedure was completed with a different device. No patient complications were reported.